Manufacturer narrative:
Product event summary: analysis found that backup function was normal. No anomalies were found during functional testing.

Event description:
It was reported that the external pulse generator (epg) setting rate was deviated by 6-7 beats per minute (bpm) from the original setting according to oversensing was triggered by ap (atrial pacing) with ventricular lead therefore safety switch was activated at the intensive care unit (ICU). However the issue was not observed after moving to the ward and the physician requested an inspection for the reason that the safety switch was activated at only ICU and it was not activated at the patient¿s room in the ward. The setting rate was deviated from the original setting by activation of the safety switch. The clinical engineer questioned if there was a case that the safety switch was activated depending on positioning of heart wire and cardiac condition. The epg was returned for servicing. No patient complications have been reported as a result of this event.